Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. The following information was requested but not available: could you please clarify if there were any patient consequences? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the surgeon tried to fire cdh25a. At that time, surgeon felt the firing trigger was stiffer than normal, so he pulled the firing trigger with more force, but it doesn't work. A new device was used to successfully complete the case. There were no patient consequences reported.